Manufacturer narrative:
We were unable to prime insulin pump during prime test due to faulty force sensor resistor. We were unable to verify excessive no delivery alarms due to prime anomaly. The insulin pump was received with cracked case at lcd window corners and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone that the insulin pump alarmed no delivery. The customer's blood glucose was 350mg/dl.